Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. Reported event of guidewire distal tip detached exposing the tip of the metal corewire. A visual examination of the guidewire revealed that the dream end was detached exposing the tip of the metal corewire, approximately 0.3 cm. No evidence of corewire fractured. The complaint is not consistent with the return. Additional information provided by the customer stated the distal tip was not exposed; however, the return found that the distal tip was detached exposing the tip of the metal corewire. It is most probable that anatomical or procedural factors could have generated the damage encountered. Based on all gathered information, the most probable root cause is "operational context." A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a bile duct metallic stenting procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2014, during the procedure, the guidewire met a resistance. When reinserting the guidewire, it was found that the coating of the angle tip was peeled. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results reveal on (B)(6) 2014 that the distal tip was detached exposing the tip of the metal corewire.